Event description:
New information states that the device was explanted and replaced on (B)(6) 2018. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited premature battery depletion. No intervention was performed. The patient was in a stable condition and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.